Manufacturer narrative:
A customer was experienced discrepancies in blood glucose (bg) readings from their smart transmitter and sensor system. The customer did not report any values outside their alert levels and confirmed that the differences occurred within the first 10 days after insertion. The discrepancies were within acceptable limits (20% or less). Customer care provided instructions to the customer, including focusing on trends rather than individual values and the importance of calibrating with a fingerstick bg. The issue was resolved through an explanation of the system, and the customer was satisfied with the information provided.

Event description:
On january 31, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.